Event description:
The customer reported that the system shut down and rebooted itself during a case. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The transformer inputs were restrapped and the lemo connector was replaced. The sys was then found to be operating as intended.